Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached at (B)(6) joules. Per the customer, the fiber cap was retrieved. Add'l info reported by the customer was there were no error codes displayed on the console when the event occurred. The pt did not experience any harm from the event. The user did not experience any injuries from use of the system.